Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 171 mg/dl. The customer alleged the insulin pump for under delivery because the blood sugar was not going down even after blousing. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.